Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable as the reported device is not manufactured by synthes. Synthes is retracting medwatch report #: (2520274 - 2015 - 16883). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis beisse, r., potulski, m., berger, j., bühren, v., (2002) development and clinical application of a thoracoscopically implantable frame plate for treatment of thoracolumbar fractures and instability. Orthopäde, volume 31, pages 413-422. This report is for an unknown (the macs-tl system)/unknown quantity/unknown lot. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: beisse, r., potulski, m., berger, j., b&#1800;ren, v., (2002) development and clinical application of a thoracoscopically implantable frame plate for treatment of thoracolumbar fractures and instability. Orthop&#260;e, volume 31, pages 413-422. (B)(6) article. This is a report of the modular anterior construct system (macs-tl system) used for stabilizing the ventral section of the truncal spine that was the first implant specifically designed to meet requirements of endoscopic and minimally invasive surgical procedures. The results of the first 100 implantations using the macs-tl system performed at a single facility between november 1999 and january 2000 are presented. Indications for treatment included patients with traumatic instabilities and fractures, old post-traumatic malpositions and spondylodiscitis. The design of the mac-tl system incorporated stabilizations options from two partially fixed angle systems (a non-synthes plate and the synthes ventrofix system as a single rod system). The expandable titanium cage (synex) was used as vertebral body replacements. The average patient age was 40 years old, gender ratio (male/female) was 71:29. The macs-tl system was primarily implanted open 7 times and endoscopically 93 times. From among the first 100 implantations, 86 were performed to treat traumatic instabilities and fractures, of which 77% were classified as type a injuries, 17% were type b and 6% were type c. Of the type a injures 69% were exclusively ventral treatments with the fixed-angle implant compared to 2/3 of the cases that were treated through a combined dorsal-ventral approach. Two segments were fused in 60% of the cases and one segment was fused in 35% of the cases. For: radiograph film showed loss of correction and implant loosening due to insufficient angular stability.(unknown spine- macs-tl) this is report 2 of 4 for (B)(4). This report is for unknown spine (macs-tl system), unknown quantity and lot number unspecified.